Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0qw1v, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type; programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect since date of implant, (B)(6) 2014. She was also on antibiotics and she was wondering if antibiotics was contributing to her symptoms of diarrhea. The patient was shown how to adjust stimulation. She started at 0.7 and now at 0.9. It was later reported by the healthcare provider that the patient was instructed to stop antibiotics and not device related. It was later reported that the patient said their device was not working. The patient was still having bad urges to go to the bathroom and that had been going on since implant. It was reported that during the patient's trial the patient thought the device was helping but she wasn't sure. The patient's symptoms had gotten better since implant but not much. It was noted that the patient could feel a little numbness in her pelvic area, so she thought the stimulation was as high as she could go. The patient was going to try increasing the stimulation a little and if it didn't help she would follow up with the healthcare provider about changing programs. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.